Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was displayed as high with high ketone levels. Reportedly, customer was vomiting. Customer received normal third party assistance. The customer reverted to manual injections for insulin therapy.